Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that patient had sensory response at the gluteal area, but had not achieved any clinical response to their incontinence during the sacral nerve stimulation unilateral test. It was indicated that the patient reported urinary retention during and after phase 1, which had lasted 14 days. Up to the day of the report, the patient referred no sensation to urinate and incomplete bladder emptying. They had pudendal nerve terminal motor latency done, and it was reported as normal. The hcp was unsure if the unilateral test could cause this. There were no further complications reported as a result of this event.